Manufacturer narrative:
Device not received.

Event description:
On (B)(6) 2015, osteomed was notified of an issue with our logic system. The patient was going through a double mandibular distraction left and right, which should be done symmetrically. The activation pin broke, which reset the left distractor after 7 days of activation. The physician re-operated for 10 days and found that the stem was broken between the distal and proximal area of the distractor. While trying to remove the broken proximal stem, he noticed that it is broken to the rest of the distractor. Therefore, it had to be removed. On (B)(6) 2015 the patient ended the activation of each side, but there was a straight over-correction.

Manufacturer narrative:
The exact root cause could not be determined. It is unknown the exact distractor assembly used in conjunction with this activation wire. Without this information, and not knowing the sequence of events leading up to, and immediately following the failure, the root cause cannot be definitively determined. The review of ncrs did not identify a similar issue for this part in the last year. However, one similar complaint has been received within the past year for this issue. CAPA 2013-44 and CAPA 2013-50 were previously initiated due to the issue of broken activation wires. Manufacturing of this device has been discontinued. This device was manufactured prior to the CAPA investigations. The review of the DHR did not identify any non-conformances with release. The logic system IFU and fmea both address the risk of wire breakage. This issue will be monitored through routine trending. Qa note: during an audit of MDR submissions, we identified that there was an error on the follow-up report that prevented upload to maude. Therefore, this report is being re-submitted. Date of original update report: 03/03/2016.